Manufacturer narrative:
In the investigated complaint the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were partially ripped off) due to excessive external force applied. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. To sum up, the side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no patient involvement. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The arjo service technician inspected the bed and found that the left-hand foot-end side rail was detached from the frame, screws holding the panel to the metal plate were ripped off. The circumstances under which the side rail was damaged remain unknown. There was no indication of patient involvement, and no injuries were reported.